Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a previously implanted mitral surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. In this case, the malposition of the valve is likely due to the mechanism described above. The malposition of the valve likely lead to the valve embolization into the atrium.

Event description:
As reported by our affiliates in (B)(6), during implant of a 23mm sapien xt valve within a surgical mosaic 25 valve in the mitral position, the valve was implanted in a too atrial position for the patient. While withdrawing the ascendra+ delivery system, the valve embolized into the atrium. A second 23mm sapien xt valve was successfully implanted and the patient was taken to the operating room to remove the embolized valve. At the time of the report the patient was stable.